Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. Segment 1: the first segment consists of the y-body, 83.7cm of outer catheter, the glue joint, and 0.7cm of the inner catheter (extending distally from the glue bullet). The glue bullet was also received, and appeared fully formed. The balloon catheter weld bond was examined under microscopic magnification. The weld bonds appeared to be consistent around the entire circumference of the bond, with no defects noted. Stretching was noted to the outer catheter 70.3cm from the strain relief, likely indicating retraction issues. Segment 2: the second segment consists of a balloon segment stuck within the proximal end of the cordis sheath. The balloon was unable to be removed from the sheath. A complete circumferential cut in the sheath and inner balloon was noted 1.5cm distal to the sheath strain relief. The cross-section of the cut was examined under microscopic magnification (10x) and this cut was likely done by the user; it is unknown why the sheath was cut. Bunching was noted on the sheath distal to the strain relief, likely indicating retraction issues. Frayed fibers were noted to be protruding from the proximal end of the sheath. Segment 3: the third segment consists of the distal end of the cut balloon stuck in the distal end of the cordis sheath. The sheath segment measured 4.2cm from the cut to the distal tip of the sheath. The distal end of the balloon was examined down the end of the sheath, and the balloon was noted to be prolapsed over the distal tip, indicating retraction issues. Additionally, signs of retraction related damage was noted to the tip of the sheath. Functional/performance evaluation: no functional testing could be performed due to the poor sample condition (i.e. Detached balloon). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned in the three segments. A visual inspection found a complete detachment of the balloon from the balloon weld joint, as well as a complete inner catheter detachment, distal to the glue bullet. Therefore the investigation is confirmed for balloon and catheter detachment. Stretching was noted to the outer catheter, bunching was noted on the returned introducer sheath. Additionally, the detached balloon was stuck in the sheath and the distal end of the balloon was found to be prolapsed over the distal tip. Therefore, the investigation is confirmed for sheath-related retraction issues. Additionally, frayed balloon fibers were noted on the proximal end of the balloon, confirming the investigation for frayed material. Per the reported event details, a stent was present at the treatment site. Therefore, it is possible that an interaction with the stent contributed to the identified detachment and retraction issues. It is likely that the detached balloon and retraction issues are related as the device was found lodged in the sheath with a prolapsed balloon. However, the definitive root cause for the identified issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a successful angioplasty procedure in the brachial vein, the pta balloon allegedly detached from the catheter shaft inside the 7fr sheath during retraction from the patient. The balloon and sheath were removed as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.